Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had dislodged.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler syndrome and the right ventricular (rv) lead was wrapped around the device. The right atrial (ra) lead was explanted so as to gain access to the rv lead as a result of an occlusion. Both the ra and the rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.